Event description:
Guidant prism 2dr, model 1861, implanted in 2002. Second surgery 29 days later to "reposition a lead." Third surgery 7 months later to "repositioned a lead." Fourth surgery 1 month later to "cap off bad lead and replace with new lead and to implant a "patch or "booster." Fifth surgery 13 months later to replace aicd because it had started beeping. Even though physician maintains that surgeries 2, 3, & 4 were to reposition or replace leads and implant booster, I am convinced that the aicd was defective from the start and caused "bad readings" which resulted in four "unnecessary" surgeries. All of these surgeries required that I be off from work for six to eight weeks at a time. Work on comission only, so I had virtually no income for more than a year, not to mention the toll all those surgeries took on my body and my level of energy to function on a day-to-day basis. Guidant & ventrak prism dr. Model 1852, implanted. No surgeries needed to reposition or replace leads since that time. Ventak prism dr. Model 1853, is apparently not on the recall list. However, I experienced excruciating pain for approximately six - eight months.